Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. The damage to the active electrode is most likely related to the removal surgery. As per the information received, the patient had wound healing problems. A bandage put on the wound was ripped off by the patient, which most likely pulled the electrode array partially out of the cochlea. An insertion electrode is placed in the cochlea for later implantation. The review of the device's sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
Patient had complications with healing of the wound after implantation in (B)(6) 2015 and then again recently after a cleaning of the implant bed which took place on (B)(6) 2016. After the implant bed cleaning the wound was covered with an adhesive bandage and the electrode was still completely intra-cochlear. However, when the patient attempted to remove the bandage he inadvertently exerted force on the electrode lead which was then partially pulled out. Explantation has taken place and the surgeon replaced the electrode with an insertion test electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had complications with healing of the wound after a cleaning of the implant bed. When the patient attempted to remove the bandage, the electrode lead was inadvertently partially pulled out of cochlea. Explantation is considered.